Manufacturer narrative:
Investigation completed 12/12/2017. The device was received for evaluation. Patency testing showed the valve was obstructed. Visual inspection under magnification did not reveal any residuals or any anomaly. The valve was decontaminated and pressure/flow tested: the valve is obstructed, out of specifications. The valve modulus was removed from its silicone elastomer housing and further microscopic examination revealed residues on the diaphragm and between the pin and seat. The presence of these residues in the valve mechanism and their localization explains the valve obstruction. No other anomaly was observed the device history records review showed the involved valve serial number (B)(4) was tested within pressure/flow specifications at time of manufacturing. The manufacturing process does not use liquids (tests are performed with nitrogen) and 100% visual inspections of the valve modulus are performed at different steps; in addition, after the pressure/flow test, the valve is only packaged and labeled: it is unlikely that the manufacturing process generates such residues. The complaint is verified, the received valve is out of specification because of the presence of residue in the valve mechanism. The reported event was an overdrainage. Shunt obstructions are known to be correlated to overdrainage: overdrainage reduces ventricle size (slit ventricle), promoting obstruction of the ventricular catheter (pressed against ventricle wall/ choroid plexus floating in the csf may be swept in the catheter) , then debris/tissue can move along the shunt and block the valve mechanism. The most likely cause of the valve obstruction is therefore residues related to the overdrainage. Overdrainage is a known, patient-related complication of valve therapy, as stated in the product instructions for use. Since the device investigation did not reveal any manufacturing issue, since the osv ii valve is marketed since 1996, since overdrainage is a known complications of shunt therapy ((B)(4)), no further investigation nor corrective action is deemed required.

Manufacturer narrative:
Investigation completed 10/27/2017. The device history records of ref (B)(4) lot 0195803 was reviewed and did not reveal any anomaly. The batch was manufactured in june 2016. No similar complaint was received for a product from this batch. The complaint tracking database for all osv ii valves was reviewed since 2014: two other cases of overdrainage were reported in 2015. Since 2014, over 14,960 osv ii valves have been sold, leading to an overdrainage complaint ratio of 0.02%. No device is available for investigation, the complaint is unverifiable and the event root cause, undetermined.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The valve was implanted successfully and during the first 24 hours, the drainage of the fluid was normal and the patient was recovering. During the next 24 hours, the quantity of fluid drained increased dramatically. It was reported that the patient was seriously injured. Additional information has been requested.